Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be the transmitter and app were unable to establish a connection.. No additional event information is available.